Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is not recognizing attached cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on (B)(6)-2022 from customer and attached in complaint: the pump did not fail while in use with a patient. One of our rns (registered nurse) was in a patient home programming and set the pump up to begin an infusion. After attaching the cassette, she could not get the pump to recognize the cassette was attached. She returned the pump to the office, obtained a different pump, then went back to the patient home to proceed. Pump was sent for repair. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device in good condition - first time in. The reported problem was duplicated; found cannot start pump locked but not latched on entry; pump not detecting all latch positions - latch flex not operating as intended. For corrective action the latch flex was replaced. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed